Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Two faulty printed circuit boards were discovered. The first was causing the unit to not power up. Once that was replaced, the second board was causing the unit to not produce an image. Both boards were replaced, the unit was tested over 2 days and no further issues were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high-definition lcd monitor was not powering up during device installation. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up was caused by an increase in temperature due to the accumulation of dust in the equipment., resulting in failure of the quantum board. The cause of the faulty qb board could not be identified. It was also noted that no image displayed was caused by an increase in temperature due to the deposition of dust in the device resulting in a faulty bi board. The cause of the faulty bi board could not be identifed. Olympus will continue to monitor field performance for this device.